Event description:
During troubleshooting, caller reported missing/darkened elements of the meter screen display. No adverse event reported. A request was made for the return of the device, replacement was sent.

Event description:
Blood got in to the header of the device. Unable to remove blood. Per attending discretion opted to use new device. No injury to patient. Manufacturer response (as per reporter) for biv aicd, biv aicdawaiting response.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.